Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode due to system resets. It was confirmed that brady therapy remained available. The system resets occurred during a telemetry session which caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption related to telemetry attempts and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that this patient with this cardiac resynchronization therapy pacemaker (crt-p) presented to the emergency room who had a pause in pacing for 9 seconds which resulted in a syncopal episode. It was noted this crt-p was being oversensed which caused pacing inhibition and loss of capture that was greater than 2 seconds. Additionally, this crt-p was found to be in a safety mode with limited functionality. Boston scientific technical services recommended to explant the device and to send it back for device analysis. The patient is pacemaker dependent. Subsequently, this device was explanted and replaced successfully. The device was sent back and is the process of device analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this patient with this cardiac resynchronization therapy pacemaker (crt-p) presented to the emergency room who had a pause in pacing for 9 seconds which resulted in a syncopal episode. It was noted this crt-p was being oversensed which caused pacing inhibition and loss of capture that was greater than 2 seconds. Additionally, this crt-p was found to be in a safety mode with limited functionality. Boston scientific technical services recommended to explant the device and to send it back for device analysis. The patient is pacemaker dependent. Subsequently, this device was explanted and replaced successfully. The device was sent back and is in the process of device analysis. No additional adverse patient effects were reported.